Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same as mfg# 2134265-2010-01754. It was reported that during an unspecified procedure the tip of a guide wire detached. The lesion was located in a completely thrombosed posterior tibial artery. The physician placed a non-bsc introducer sheath and guide catheter. The pt2 guide wire 300 cm was advanced through the system and due to the thrombosis the guidewire formed a 'loop' while attempting to advance. Then a non-bsc balloon catheter was advanced over the pt2 guide wire until the loop was straightened, and a balloon could be advanced over the guidewire. During the removal of the non-bsc balloon catheter and the guide wire the physician noticed the tip of the guide wire had detached inside the patient. Another pt2 guide wire was used and another tip detachment occurred. It is unknown if any attempt was made to retrieve the detached guide wire tips. There were no further patient complications reported and the procedure was completed with another pt2 guide wire 300 cm. The patient status is listed as 'stable'.